Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection it was found that the coating was peeling off the connection tube (more than 1 mm2). Additional findings were as follows: the scope connector was corroded by water leakage, the electrical-connector was corroded by water leakage, the ultrasonic connector was corroded by water leakage, the acoustic lens was peeling off, the bend angle in the up direction does not meet the specification due to wear of the angle wire, the suction volume does not meet the specification due to breakage of the channel tube, the waterproofing was not possible due to a broken channel tube, there was a shadow on the image due to a broken charge-coupled device (ccd) unit, there was a blurred image due to a broken ccd unit, looseness at the connection between the bending and insertion parts due to deformation of the bending tube, corrosion due to water leakage in the control unit, and the electrical continuity failure due to water ingress. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was air/water leakage from the channel on the evis lucera ultrasonic bronchofibervideoscope during preparation for use for the diagnostic procedure. The intended procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating was peeling off the connection tube (more than 1 mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d8, e1, e2, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was confirmed, the reason for the peeling could not be specified. Olympus will continue to monitor field performance for this device.